Event description:
It was reported that the aviator plate implanted with two screws were removed using removal driver. However the locking mechanism bent upon removal and the plate was not reusable. A new plate was used and there were no adverse consequences to the patient.

Manufacturer narrative:
Method: device history review; complaint history review; results: no specific details were provided concerning the technique used that could have contributed to the reported event (such as over-articulation of the drill guide/tap/screw). Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature. Conclusion: the returned device was confirmed to be an aviator assy one level plate. Manufacturing files were reviewed and no anomalies were found. No delay in surgery resulted and all components were successfully removed and a new plate was installed. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported that the aviator plate implanted with two screws were removed using removal driver. However the locking mechanism bent upon removal and the plate was not reusable. A new plate was used and there were no adverse consequences to the patient.